Event description:
Ectopic pregnancy, false negative test result. Patient was seen at the physician's office in sep 2002, at which time a random urine sample tested negative for hcg using the signify hcg test device. A vaginal ultrasound performed that same day was negative for pregnancy. No additional testing was performed. 5 days later, the patient presented to the emergency room with pain and cramping. Diagnostic laparoscopy was performed and an ectopic pregnancy was detected and subsequently removed. The patient returned to the physician's office for follow-up, and a serum quantitative hcg was 204 miu/ml. Repeat quanititative hcg assays were obtained and results were 229 and 26 miu/ml, respectively. A repeat signify urine test was positive. Date of last menstrual period is unknown at the date of report. Patient samples were not available for evaluation. Test devices of the lot of complaint were not available for return and evaluation.